Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic due to chest pain. X-ray showed a suspected lead perforation. Variation of threshold, impedance and sensing values were observed.